Event description:
A foley catheter was placed for an ultrasound procedure. Post procedure when attempting to deflate the balloon; the balloon would not deflate using standard techniques. The catheter was cut, blunt needle inserted and water returned. The balloon had been checked prior to insertion and deflated without problems. Dates of use: 2008. Diagnosis or reason for use: pregnancy with vag. Bleeding.